Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2019. According to the complainant, during procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the tip of the basket detached prematurely during the attempt. The procedure was completed with a different device. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: device codes 1484 captures the reportable event of tip prematurely deployment. Block h10: visual inspection of the returned device found the tip was detached from the basket assembly and was not returned. The directions for use mentions "note: in the event the biliary calculi cannot be crushed, the trapezoid rx wireguided retrieval basket has been designed for the basket tip to disengage minimizing the potential for the unreleasable stone entrapment. Flushing may follow." Since the tip is designed to disengage to minimize the potential for unreleasable stone entrapment and is noted within the dfu instructions, the most probable root cause for the reported issue is known inherent risk of device, since the reported event is known and documented in the labeling (including both short or long term known complications or adverse reactions). A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2019. According to the complainant, during procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the tip of the basket detached prematurely during the attempt. The procedure was completed with a different device. There were no patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.